Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.